Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 22-mar-2023. H6: investigation summary: customer returned a total of (12) 32ga 4mm pro loose open pen needles without teardrop label. It was reported that when priming, no insulin flows. All the retuned pen needles visually examined and observed 2 broken npe cannula, one broken npe cannula and 9 without any damages. Clog test was performed on the pen needles without damages and no issues were found. Most likely the customer complaint needle clog occurred due to bent/broken npe cannula. As the samples return were open, root cause cannot be determined. Embecta was able to confirm the issue as bent/broken npe cannula. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the sample received, embecta was able to confirm the customer indicated issue as bent/broken npe. Root cause cannot be determined as the return samples were open. H3 other text : see h10.

Event description:
It was reported while using bd nano¿ ultra-fine¿ pen needles 32g x 4mm (90 count) the medication could not be delivered. This occurred 12 times. There was no report of patient impact. The following information was provided by the initial reporter: verbatim . Consumer reported when priming, no insulin flows. Stated, when he tries a second pen needle, it will work. 12 pen needles affected. Lot: 7353668. Catalog: 320883. Date of event: unknown. Samples: yes. Product is expired cl. Product information. Product line: usbd. Business unit: diabetes care (dc). Product family: pen needle. Product component/issue/lot(s): pir. Product name: pen needle 32g. Lot number(s) and/or serial number(s): (B)(6) material/catalog number: 320883. Quantity involved: 12. Contaminated: no. Used product to be returned for evaluation: yes. How many units?: 12. Is country event occurred unknown: no. Country event occurred: united states of america. Representative samples?: no. Current location of device: end user. Replacement or credits for affected devices?: replacement. Bd awareness date: 2023-03-08. Complaint date received: 2023-03-08. Adverse events. When did the incident occur?: during use death?: no. Serious injury: no. Erroneous results: no. Course treatment changed due to event: no. Exposure to blood/bodily fluid: no. Medical intervention other than first aid: no. Needle/probe stick: no. Safety issue: no. Other actions taken: no.

Event description:
It was reported while using bd nano¿ ultra-fine¿ pen needles 32g x 4mm (90 count) the medication could not be delivered. This occurred 12 times. There was no report of patient impact. The following information was provided by the initial reporter: verbatim- consumer reported when priming, no insulin flows stated, when he tries a second pen needle, it will work 12 pen needles affected lot: 7353668, catalog: 320883, date of event: unknown, samples: yes, product is expired cl, product information: product line: usbd, business unit: diabetes care (dc), product family: pen needle, product component/issue/lot(s): pir- product name: pen needle 32g, lot number(s) and/or serial number(s): (B)(4)- material/catalog number: 320883, quantity involved: 12, contaminated: no, used product to be returned for evaluation: yes, how many units?: 12, is country event occurred unknown: no, country event occurred: united states of america, representative samples?: no, current location of device: end user, replacement or credits for affected devices?: replacement, bd awareness date: (B)(6) 2023, complaint date received: (B)(6) 2023, adverse events: when did the incident occur?: during use death?: no, serious injury: no, erroneous results: no, course treatment changed due to event: no, exposure to blood/bodily fluid: no, medical intervention other than first aid: no, needle/probe stick: no, safety issue: no, other actions taken: no.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.